Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leaves the tampon behind- vagina [foreign body in reproductive tract]. When I remove the tampon, the string pulls straight out and leaves the tampon behind [complication of device removal]. The string pulls straight out [device breakage]. Case narrative: consumer reported via e-mail that the string pulls out and leaves the tampon behind. No serious injury reported.